Event description:
Advanced bionics was made aware of a device failure. The pt is reportedly experiencing intermittencies with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery will be scheduled.